Event description:
(B)(4).

Manufacturer narrative:
As allowed by exemption (B)(4) (the importer) is submitting the report on behalf of heraeus (B)(4) (the MFR). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. The unit has a two year warranty from date of purchase. This unit was purchased on (B)(6) 2007. This unit is out of warranty.